Event description:
While removing the device over a lunderquist wire, tension was encountered just before the proximal sheath and tapered tip were removed. It was noted after removal that the tapered tip improperly engaged the proximal end of the sheath during proximal clasp and tip recovery. Patient outcome - "no immediate consequences were observed. The arteriotomy site was closed using the perclose technique using two perclose proglide devices. No further interventions were required, and the patient was taken the ICU post procedure as planned."

Event description:
While removing the device over a lunderquist wire, tension was encountered just before the proximal sheath and tapered tip were removed. It was noted after removal that the tapered tip improperly engaged the proximal end of the sheath during proximal clasp and tip recovery. Patient outcome - "no immediate consequences were observed. The arteriotomy site was closed using the perclose technique using two perclose proglide devices. No further interventions were required, and the patient was taken the ICU post procedure as planned."